Manufacturer narrative:
Lead model 3777-45, serial #(B)(4), implanted: (B)(6) 2009, lead model 3777-45, serial #(B)(4), implanted: (B)(6) 2009, extension model 3708140, serial #(B)(4), implanted: (B)(6) 2009, extension model 3708140, serial #(B)(4), implanted: (B)(6) 2009, programmer model 37743, serial #(B)(4).

Event description:
It was reported there was a shocking or jolting sensation. The patient felt shocking in his right calf. The device had been turned off for a ''few'' months but the patient still had the shocking sensation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.